Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed siemens that quality controls (qc) were performed at 8 a.m., and results were within specifications. The next qc run was scheduled to run at 1 p.m., and the customer noted particles of contamination in the bath oil. Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the advia chemistry xpt instrument and identified the reaction tray (rrv) rotor was wet. The cse removed the contamination from the oil bath and added new cuvettes. The vacuum and levels were verified and acceptable. The reaction cuvette washer (wud) was tested, and the probes 2 and 3 were not aspirating due to a malfunction in the drain pump (cdp 2). The cse replaced the cdp 2 pump, and tubings and the wud performed as expected. During vacuum checks, the cse noted the vacuum trap was half-filled with water when regularly empty. The duckbill check valve was inspected and malfunctioning. The cse serviced the valve, and the vacuum trap was verified and emptied correctly. The cse performed a lamp energy check and a cuvette blank test, and no issues were noted. The instrument performed as expected and was returned to the customer. The customer performed qc testing, and the results were within acceptable limits. Siemens reviewed the information provided, and the probable cause of falsely elevated co2_c results was the oil bath contamination due to a malfunctioning drain pump and check valve. The instrument is operating within specifications. No further evaluation of the device was required.

Event description:
The customer obtained four discordant, falsely elevated, carbon dioxide concentrated (co2_c) results on the advia chemistry xpt instrument. The customer did not report the results to the physician(s). The customer performed repeat testing with the same samples and instrument, and the results were lower. The customer considered the results correct and reported the repeat results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.